Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon was presented with mod code 24 511sd trocar for sub-xiphoid trocar placement. It was noticed that during the final one third of the case, co2 pressure in the abdomen was continuously low. The trocar with the tear in the outer gasket was identified as the problem. Another 511sd (not mode code 24) was pulled to complete the case. There was no consequence to the pt.